Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the basal suspension, customer's blood glucose (bg) level rose to over 1000 mg/dl, with high ketones that a healthcare provided identified as life threatening. Due to the bg level the customer sprained toes. Customer went to the hospital and was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. At the time of the report with tandem technical support, the customer was still admitted to the hospital with no known damage and issue resolved. System check with tandem technical support did not identify any additional issues with the pump or related supplies. The customer declined further assistance from tandem technical support regarding the hospitalization. No additional patient or event information was available.